Event description:
During a premature ventricular contraction (pvc) ablation procedure using a safire blu duo ablation catheter, a pericardial effusion occurred. An ensite array catheter was placed on the right ventrivular outflow tract (rvot) and a safire blu duo ablation catheter was placed through a fast cath guiding introducer. Geometry was created and pvcs were mapped to the posterolateral rvot. Successful ablation was performed with some discomfort for the pt. While waiting to recheck for pvss, the pt's pulse pressure narrowed. The ensite array catheter was removed and protamine was given to reverse the anticoagulant. An echocardiogram revealed a minor pericardial effusion, which was treated by performing a pericardiocentesis. The pericardial drain was removed the following day and the pt was discharged from the hospital. There were no performance issues with any sjm service.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.